Manufacturer narrative:
Correction: a medtronic representative reported that the initial aware date of the reported issue should be 2 may 2017 rather than the 10 may 2017 that was reported in the initial MDR.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative replaced the axiem power/communication cable. This resolved the issue and the system tested fully functional after part replacement. Suspect cable has not been returned to manufacturer.

Event description:
A medtronic representative reported there was intermittent communication with the axiem unit, due to a faulty connection cable on the stealthstation s7 system. No patient involvement reported.